Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email and phone.

Event description:
One reported false positive result for flu b for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated nine additional events which are captured in separate reports.